Manufacturer narrative:
It is unknown if the device will be returned. If additional information becomes available prior to the device document investigation, a supplemental will be provided.

Event description:
As reported, the end user is intermittently experiencing an issue with the display image "blanking out" temporarily then returning. There was no patient harm or consequence as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. Probable causes include: the device has aged, and its possible that due to repeated use, the electronic components or connectors of the video board related to the video output may have deteriorated. Since it became possible to capture the df system by reconnecting the remote cable, it is presumed that connection may not have been made correctly. Olympus will continue to monitor the field performance of this device.